Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that there was inability to suction the patient secretions through a smiths medical smiths medical smiths medical portex® cuffed blue line ultra® tracheostomy tube. There was noted secretions through the tracheal stoma. Subsequently, one week later, the product was changed out with a new one. After removal, water was added to the suction and was successfully withdrawn. There were no reported adverse effects.

Manufacturer narrative:
Evaluation results: one blue line ultra (blu) was returned for investigation in used condition without its original packaging. The sample was visually inspected at a distance of 12 to 16 inches, and under normal conditions of illumination. No discrepancies were found, and no substance was observed. A syringe was used to inflate the cuff. The suction line of the device was submerged under water in order to look for any leaks or discrepancies. No discrepancies were found. The product problem reported by the customer was not verified. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. A root cause for the reported product problem could not be established.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Corrected information provided in d4 (catalog number) and h10. No lot number was provided; therefore, device history record review could not be completed.